Event description:
It was reported that during a remote follow up, inaccurate interpretation of signal was noted on the device. Abbott technical support was contacted, however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the inaccurate interpretation of signals event was sensed by the device.